Event description:
The patient had a food impaction and three boston scientific twister plus rotatable retrieval devices were faulty at the time of use. None of the three retrieval devices functioned properly. The procedure was able to be completed with a different device. The food removal was successful, and there were no patient complications. Please note: all three devices had the same lot number and expiration date.